Event description:
The patient was put on the MRI IV pump prior to going to medical imaging. During the exam, the channel b alarmed air in line; the rn took the tubing out, tapped to move the air bubbles and observed the propofol free flowing. The tubing was clamped and removed and then restarted. The pump alarmed the same message a second time; the line was clamped prior to tapping the bubbles out. The pump was restarted. Upon arriving back to the room, the rn observed the entire bottle of propofol had infused; approximately 50 cc extra. The propofol had been running at 8cc/hr for 3 hours prior to MRI and priming the MRI tubing was estimated to be 15cc. The patient was slightly bradycardic in the 50's 15 minutes after arriving back in his room from medical imaging. The propofol was stopped, and the patient's vitals were taken every five minutes until the blood pressure returned to within normal limits.